Event description:
I underwent an umbilical hernia repair (B)(6) 2024 and my surgical wound was covered with dermabond; 3 days post surgery I developed hives, and itchy rash on my trunk and incision site, and diffuse redness on my trunk. The dermabond was removed (B)(6) 2024 and the hives and rash on my trunk resolved but the incision site was red, inflamed, itchy, and not healing properly. I am currently taking antihistamines in an effort to limit the damage, this reaction is causing and the suboptimal healing of my surgical incision is limiting my return to normal activities. I was not made aware of dermabond's known allergen status, and I would not have consented to its use had I been informed.